Event description:
Since the installation of my guidant pacemaker (new one that is) I have a lot of rapid heart beat episodes, some of those leading to a serious time gasping for air. These episodes continue and everyone says they will stop.